Event description:
The pump was returned to animas. Evaluation revealed contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The contrast button was found to be intermittently responding to button presses. The contrast button has no effect on the pump's insulin delivery functions. The keypad was removed and contamination was found under the down and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.